Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012617231); product type: 0195-heart valves; product ID: d-evolutfx-2329 (lot: 0013319509); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted transcatheter aortic valve implantation, during the first deployment attempt, at approximately 80% deployment, the bottom of the valve was reported as not opening, and the valve was removed. Pre-balloon valvuloplasty was then performed using a 20 mm non-medtronic semi-compliant balloon. A second deployment attempt was performed, and at approximately 80% deployment the inflow of the valve was still reported as constricted. The valve was removed from the patient and a non-medtronic valve was then implanted. It was reported the patient's leaflets were not heavily calcified and the mean aortic gradient was 63 mmhg.